Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was that a capacitor, designator c106 and a transistor, designator q18, were electrically shorted and burnt.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue.  Physio then replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had a service indicator present and when attempting to shock, the device disarms itself and dumps the energy charge internally.  As a result, defibrillation was not possible if it had been necessary. There was no patient use associated with the reported event.